Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection. There was no reported malfunction against the device. A new device and right ventricular (rv) lead have been implanted. The patient will be discharged with normal follow- up. No additional adverse patient effects were reported.